Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d4, d6a, h6.

Event description:
Patient reported right side "torn implant". The device remains implanted.

Event description:
Patient reported right side "torn implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening , brow particle in the shell. A microscopic analysis was performed which identify, a sharp opening in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the radius side assessed, as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "torn implant". The device remains implanted. This record relates to the right side.